Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not display the upstream occlusion message when an upstream occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the undetected upstream occlusion, which was confirmed and reproduced during the device investigation. The cause was identified as loose bearing mount screws due to user facility maintenance. The pump mechanism was replaced to correct this condition.